Event description:
The pt was found with the dale tracheostomy tube holder disengaged and his oxygen mask removed. He was checked on at 3:30am and was viewed to be sleeping and in no distress. He was discovered at 4:15am with the tracheostomy tube holder unfastened. It is unknown how the holder became unfastened. The hosp is currently conducting an investigation.